Manufacturer narrative:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was damaged and cracked, and the device could not enter the sheath well. Manual compression was performed for twenty minutes to achieve hemostasis. There was no reported patient injury. The physician was mynx certified. The device was stored according to the instructions for use (IFU) and did not exceed 25 °c. No anomalies were noted prior to use. The device was prepared according to the IFU, and no difficulty was noted during preparation; however, the device was not purged of air during preparation. A 5f non-cordis introducer sheath was used during the procedure, and there were no kinks noted in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5 mm, and the vessel was reported to have moderate tortuosity. The mynx vascular closure device (vcd) was used during a diagnostic procedure with an antegrade approach. Femoral artery suitability was verified by angiography, including confirmation of the appropriate insertion angle of the vascular sheath introducer. There was no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The device was removed from the packaging by the hub. No excess force was applied during insertion. The issue occurred during insertion into the sheath. One non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was present in its manufactured position and partially exposed. Regarding the condition of the sealant sleeves, a kinked condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length was attempted; however, it could not be executed due to the kinked condition observed on the sealant sleeves, which did not allow proper measurement. The catheter working length was measured and dimensional analysis result was found to be within specification. A high-magnification microscopic evaluation was executed to evaluate the sealant sleeve area. During this analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image confirming the kinked condition and observing that the sealant was not fully covered by the sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted. However, a kinked/bent condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked/bent sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site vessel characteristics (vessel had moderate tortuosity), procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the observed failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was damaged and cracked, and the device could not enter the sheath well. Manual compression was performed for twenty minutes to achieve hemostasis. There was no reported patient injury. The physician was mynx certified. The device was stored according to the instructions for use (IFU) and did not exceed 25 °c. No anomalies were noted prior to use. The device was prepared according to the IFU, and no difficulty was noted during preparation; however, the device was not purged of air during preparation. A 5f non-cordis introducer sheath was used during the procedure, and there were no kinks noted in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5 mm, and the vessel was reported to have moderate tortuosity. The mynx vascular closure device (vcd) was used during a diagnostic procedure with an antegrade approach. Femoral artery suitability was verified by angiography, including confirmation of the appropriate insertion angle of the vascular sheath introducer. There was no presence of peripheral vascular disease or calcium at the puncture site. The device was stored according to the instructions for use. The device was removed from the packaging by the hub. No excess force was applied during insertion. The issue occurred during insertion into the sheath. The device will be returned for evaluation. Addendum: the sealant was found exposed on product evaluation.